Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited no image. The issue occurred during preparation for the procedure. There was no report of patient harm.

Event description:
It was reported that the rigid video scope exhibited no image. The issue occurred during preparation for the procedure. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus repair center for the evaluation and reported problem was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracks on side of video connector, corrosion on distal, dents on distal and image out field view edge. Based on the results of the investigation results, the most probable root cause was no problem detected. Olympus will continue to monitor field performance for this device.